Manufacturer narrative:
The events of pain and "miiase syndrome" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was pain and "miiase syndrome." Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Pain is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pain, swelling and symptoms related to ¿miiase syndrome." The device has been explanted.